Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's blood glucose was 250 mg/dl and the sensor glucose was 50 mg/dl at the time of the incident. The pump went into threshold suspend and gave calibration error. Customer was using an expired sensor. The customer changed the sensor and issue was resolved. The customer decline to troubleshoot for threshold suspend and calibration error. The sensor will not be returned for analysis.